Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned fiber underwent a thorough analysis. Visual inspection found no defects on the fiber body. Microscopic inspection was performed on the tip and connector. The tip was found to be degraded. Please note that fibers are consumable devices and degradation of the fiber is expected to occur through use of the fiber. The connector face had burn marks. Distorted light was exiting the connector face, and weak aiming beam was exiting the fiber tip, indicating an internal connector fracture. A labeling review was performed on the device instructions for use (IFU). The IFU states: carefully inspect the fiber for kinks, punctures, fractures or other damage. If the fiber appears damaged, do not use the device. Return it to the manufacturer for a replacement. Hold the fiber tip to a non-reflective surface and ensure that a circular green spot appears. If the spot is weak or not visible, do not use and return the device to the manufacturer for a replacement. A device history record (DHR) review was performed and confirmed that the device met all manufacturing specifications, and therefore the failure was unlikely related to manufacturing. A risk review was completed and confirmed that the event of fiber failure to fire was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on all the available information, analysis results confirmed the reported event of fiber failure to fire. An internal connector fracture was observed. Fracture within the connector can occur during procedural handling of the fiber during setup, use or reprocessing. The connector fracture can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. Therefore, the investigation conclusion code of cause traced to component failure was assigned as the most probable cause of the complaint, which indicates expected or random component failure without any design or manufacturing issue.

Event description:
It was reported that prior to a rirs (retrograde intrarenal surgery) procedure to treat renal stones, the fiber did not deliver energy when it was connected to the console. The fiber was reconnected a few times, but the issue persisted. The procedure was completed with another fiber. There were no patient complications. Analysis of the returned device identified a fractured connector; therefore, reportability criteria is met based on this investigation finding.